Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that after approx. 6 months of support, the pt was experiencing pump power fluctuations. Power fluctuations had also been observed 3-4 days post implant of the lvad with resolution after 2-3 weeks. An echocardiogram (echo) performed by the hosp was normal and the labs and clinical values were also normal. Three weeks ago, the pt reportedly suffered a cerebrovascular accident (cva). At time of the cva event, the pt's lactate dehydrogenase (ldh) levels were at 700 with normal bilirubin and plasma free hemoglobin. The international normalized ratio (inr) at time of the cva was 2.2. The initial log file data submitted to the MFR at the time was normal. Pump parameters were all within the normal range for weeks before the event.

Manufacturer narrative:
The pt is recovering and continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.